Manufacturer narrative:
An olympus technician evaluated the suspect device at the facility and confirmed error code b30 occurred. There was dirt and foreign material found inside the connector. The connector was cleaned and the device was operational. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, prior to an unspecified procedure, error code b30 (scope communication error) occurred with the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to dirt and foreign material inside the connector. Olympus will continue to monitor field performance for this device.